Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional evaluation summary: the photo of the product upon which this medwatch is based has been received. Only a visual evaluation was performed. As part of the investigation, the photo received was printed alongside a photo of a recent surgicel pouch to act as a control. The barcodes of both the complaint photo and control photo were readable by scanner, and the scanned result corresponded with the human readable characters. Because no product was sent for evaluation, no conclusion can be done during the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number involved. Reason that the customer could not scan the barcode (was the barcode damaged or illegible)? Is the device available for evaluation? No. Has your process changed using a new scanner?

Event description:
It was reported that the hospital¿s scanner can not read the bar code. The problem does not occur with competitor products. The packaging was not damaged. No patient involvement. Additional information was requested.